Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 97 mg/dl, compared with the sensor glucose reading of 57 mg/dl. The customer also reported that the insulin pump alarmed bad sensor alarm and then had 2 cal error alerts. The customer declined to troubleshoot. The customer was advised that the sensor would be replaced, and to return their sensor back for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and did continuity resistance test. The sensor failed the test.